Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The hosp biomed verified the malfunction in the device's memory log. The biomed replaced the bd pcb. The unit passed extended self testing.

Manufacturer narrative:
Puritan-bennett corp was not authorized to evaluate or repair the device.